Manufacturer narrative:
Additional lot# 1118832. Incident device has been returned and is still undergoing engineering evaluation. Additionally, another lot number (#1117419) was provided to us that was not reflected on medwatch report (B)(4), we are researching the manufacturing details for lot #1117419 as well as #1118832. A follow-up report will provided within 30 days or upon completion of the investigation.

Event description:
Incident as reported: robot - "when doctor went to undock the robot, he removed the trocar from the clamp and it was cracked and a piece was broken off and fell into the patient." Medwatch reported (B)(4): "volum (B)(4) 2010: using applied medical trocar during trial with robotic laparoscopic prostatectomy. At the end of case when undocking robot - noticed "crack" and separation of portion of trocar sheath, defect noted while trocar still inside pt. Trocar carefully removed and small portion of trocar removed from trocar site with hemostat. Upon "reassembling" trocar with all pieces, it appears all debris was recovered, per surgeon's inspection."